Manufacturer narrative:
The device was returned to olympus for inspection. E1/establishment name: national university corporation kumamoto university hospital. Added here due to character limitation in respective field. Based on the results of the investigation, a definitive root cause of the peeled tissue pad could not be determined. The event can be detected/prevented by following the instructions for use which state: drawing number and revision number of IFU: rc3001 09. Do not close the gripper and perform the seal and cut output when there is nothing being gripped between the gripper and the probe tip, or when it is not possible to confirm that the gripped biological tissue or blood vessel has been incised. This may lead to abnormal heat generation caused by friction between the gripper and the probe tip, which may cause the gripper and the probe tip to break, deform, or fall off, or part of the tissue pad to peel off, resulting in severe wear. When treating biological tissue or blood vessels in the seal and cut mode, apply light tension to make the incision visible. Also, once the incision is complete, stop output immediately. Otherwise, abnormal heat will be generated due to friction between the tissue pad and the tip of the probe, which may led to damage, deformation, or detachment of the gripping part (both the stainless steel and fluororesin parts) and the tip of the probe, or part of the tissue pad may peel off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the thunderbeat exhibited the tissue pad at the tip of the probe peeled off. The event occurred during a therapeutic laparoscopic liver resection. The procedure was completed with an olympus back-up device. There were no reports of patient harm.